Event description:
It was reported that the patient underwent a procedure to remove an encrusted stent at (B)(6) with a moses fiber. Later, during a ureteroscopy procedure for kidney stones and stent exchange, it was noticed that a piece of a broken fiber was identified inside the patient, and it was removed. It is believed that the piece of fiber found was a piece of the moses fiber from the first case. The procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber confirmed that only the fiber tip was received. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip to breaking off, leading to the reported event. The reported fiber tip break complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a procedure to remove an encrusted stent at (B)(6) with a moses fiber. Later, during a ureteroscopy procedure for kidney stones and stent exchange, it was noticed that a piece of a broken fiber was identified inside the patient, and it was removed. It is believed that the piece of fiber found was a piece of the moses fiber from the first case. The procedure was successfully completed. There were no patient complications.